Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3199120. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) physical sample was returned for evaluation by our quality team. The syringe sample arrived without a tip and with a 3-way stopcock product. The tip of the syringe was found stuck within the 3-way stopcock, confirming the reported issue. The syringe showed a clean break; this type of breakage is not produced in the manufacturing process. The barrel tip/luer lock components are inspected at the molding area, the tip cap assembly area, and at packaging. Per the reported feedback, the syringe was used without issue and then the tip broke upon disconnection from the 3-way valve. We strongly recommend that the instructions for use are followed when connecting and disconnecting the bd posiflush syringe. Once used, the syringe should always be disconnected by unscrewing completely, never pull or bend on the tip as this can result in breakage. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd posiflush-sp pre-filled syringes tip broke during use. The following information was provided by the initial reporter: "tip broke off in nexiva line/stuck in line". Description of event: rmo was flushing a new nexiva cannula with a normal saline possi and the tip broke off in the cannula. Any patient harm? No, other than having to use a new item. Did the nexiva cannula need to be replaced? Yes.